Event description:
Additional information provided ¿ it was reported that the patient¿s symptoms resolved a few days after surgery.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The provided images were reviewed by the manufacturer and it was noted that no significant failure regarding the device position and the device components could be identified. Due to the artifact and limited information, it is difficult to establish the relationship between patient symptom and the implant.

Event description:
It was reported that a patient implanted with a prodisc-l implant was experiencing pain postoperatively. It was reported that a patient was implanted with a prodisc-l implant at l5/s1 on (B)(6) 2015. The surgery went well; there were no complications. Two and a half (2.5) hours after the case, however, the patient woke up with left leg weakness and left ankle weakness. The surgeon sent the patient for a CT monogram and consulted with another surgeon who is experienced with the prodisc-l. The surgeon decided to re-operate on the patient and performed a posterior decompression later that same day on (B)(6) 2015. The prodisc-l implant was not explanted. The surgeon does not have plans to remove the implant at this time. The surgeon wants to wait to see how the patient responds over the next few days. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
(B)(4). Device was not explanted during same day revision procedure. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: january 6, 2015 - expiration date: october 31, 2017 review of the device history records (DHR) for pdl-m-pt10s indicates no issues or manufacturing discrepancies relevant to the complaint of ¿no reported product problem.¿ prodisc inlay ¿ pdl-m-pt10s ¿ lot #7841410 inspection sheet shows all parts passed visual and dimensional requirements. Review of operator inspection sheet indicates this was the only lot packaged that day. Inspection sheet showed that all parts passed visual and dimensional requirements. The packaging label log showed that the required labels were present and met requirements. The DHR release check lists did not show any non-conformity. Tantalum bead ¿ se_033073 ¿ lot #7604530 inspection sheet was reviewed for dimensional requirements. The required certifications and test data were present. Raw material ¿ 41031 ¿ lot #4869781 the receipt traveler was reviewed for correct type, size, grade, shape, jde #, lot #, and heat #, no discrepancies were found. Review of the inspection sheet showed that the material conformed to all dimensional, chemical content analysis, recertification specifications. There were visual non-conformances noted that did not affect the final product specifications of the inlay and the absence of a material certification as noted on inspection sheets. These were addressed on a material review record (mrr): the raw material was screened and sorted for straightness and 78.8¿ of material that did not meet the inspection requirements was returned to the vendor. A material certification requirement was also requested from the vendor and received. The visual non-conformances did not affect the final product specifications and is not relevant to the complaint issue of ¿no reported product problem¿. Packing lists contained the correct type, size, and heat number. Review of the vendor certification showed that the material was processed per synthes specifications. The DHR review check lists did not show any non-conformities. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.